Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient was seen on (B)(6) 2024 and it was believed to possibly have seen both motor stall recovery alert as this was the first time the pump had been interrogated using 2.0 software and also possibly lra. The patient reported hearing the pump alarm after the appointment. The pump was updated and it appeared the alert was cleared since there was no longer any active alarms or pop ups on the home screen. The agent had the hcp interrogate twice.